Event description:
It was reported that the blue pedal (coag) was not responding during the procedure. The procedure was successfully completed but the type of back-up device used is unknown. No patient injury or other complications were reported.

Manufacturer narrative:
Visual inspection of the returned foot control assembly found that the strain relief was broken, set point switch cover missing and the ablate ceramic pedal is damaged. The returned device was tested using a known good compatible controller and wand which was found to have an intermittent failure due to broken wire inside the cable on the coag side of the unit. The complaint was verified and the root cause was determined to be due to normal wear and tear. Factors which can lead to coag issue include: (1) normal wear and tear, causing damage as a result of consistent use over time such as excessive tensile stress applied to the cable which could have partially broken one or more signal wires causing an intermittent failure. There were no indications to suggest the device did not meet product specifications upon release into distribution.